Event description:
On (B)(6) 2009, a pt was implanted with a 6mm gore propaten vascular graft in a bypass procedure in the left leg from the common femoral artery to the below-the-knee popliteal artery. On (B)(6) 2009, the pt presented with an occluded graft. A re-intervention was not performed.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.